Event description:
According to the customer on (B)(6) 2024 the user experienced a "chemical burn" on their left lateral torso where the bandage was applied.

Manufacturer narrative:
According to the customer on (B)(6) 2024 the user experienced a "chemical burn" on their left lateral torso where the bandage was applied. Per the customer the bandage was on for "a couple of hours" and the child "started screaming in pain". Per the customer the child was taken to the doctor's office on (B)(6) 2024 where the doctor stated the injury was "obviously a chemical burn" and provided the customer with "silver sulfadiazine cream 1% and (B)(6) healing ointment". Per the customer as of today (tuesday (B)(6) 2024) the area "is still not completely healed". The sample has been requested for evaluation. No additional information was provided related to the reported incident. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.